Event description:
It was reported that during an index procedure the physician experienced difficulty in deploying the main body of a bifurcated device. Reportedly, while pulling on the control cord the string broke. The physician used a hemostasis valve clamp on the string and successfully deployed the main body, but unable to deploy the contralateral limb in the left iliac artery. The physician then attempted to remove the delivery system and noted under fluoroscopy that the radiopaque tip was detached and appeared to be damaged. The physician elected to convert to open repair and explanted the devices. The patient was treated with a surgical graft. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.